Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during the functional testing of the returned icy catheter (lot #202155). A leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi; no leak was observed from the catheter balloons. However, a leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no previous history of complaints was reported for the icy catheter with lot #202155. Around 600 ml of sterile cold saline were entered the patient's vasculature. No patient injury reported. Administration of saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer could benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
On (B)(6) 2025, ivtm treatment was initiated using an icy catheter (lot #202155 ) for a patient following cardiac arrest due to vf (ventricular fibrillation). On (B)(6) 2025, at around 2 am, during the maintenance or rewarming phase, the thermogard xp ivtm system generated an air trap warning alarm, and the saline bag was found empty. The nurse conducted a catheter leak check as per IFU and suspected a leak from the connection between the catheter and the suk. The connection was securely reconnected, and the saline bag was replaced to resume therapy. At approximately 8:30 am, the thermogard system generated another air trap warning alarm, and the saline bag was found empty again. Temperature management was discontinued. The dwell time of the catheter was 24 to 48 hours, with an estimated 600 ml of saline infused into the patient's bloodstream. There were no consequences or impacts on the patient.